Event description:
Technician alleged when engaging brakes, the head would engage and hold, the foot would not hold.

Manufacturer narrative:
Tech found broken brake linkage. He replaced assembly to resolve. No injuries reported.